Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that there was blood splatter from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6)due to a cough, and was given arterial blood gas extraction according to the doctor's advice. At (B)(6)10:17, arterial blood was drawn for the patient and found that the plunger rod was leaking. After the discovery, it was replaced immediately .no major adverse effects were caused.

Manufacturer narrative:
The following field was entered with additional information that was not submitted initially: h.6 imdrf annex f code: f26

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that there was blood splatter from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2023 due to a cough, and was given arterial blood gas extraction according to the doctor's advice. At (B)(6) 2023 10:17, arterial blood was drawn for the patient and found that the plunger rod was leaking. After the discovery, it was replaced immediately .no major adverse effects were caused.